Event description:
Procedure: unk. Reportedly, during the procedure, the pt sustained a small 1st degree burn approximately 1/2 cm wide of the right 1st finger. The staff recommended ice and aloe cream for treatment. Subsequent to the original report, it was also reported the surgeon suffered a superficial burn to the forearm. The relation between the burns is unk. During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.